Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 mpxr 847718 (rep, hcp): it was reported that upon intraoperative stimulation, it was found that there was significant pulling on all tested contacts in the target tract as well as the medial tract. The surgeon decided to close and take an intraoperative scan to see where the lead was. The lead was then noted to be 6.5mm too deep. The surgeon decided to open the cap and pull up the lead by 6mm. A new cap was then placed. Another scan was taken and it was noted that the issue was resolved.